Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd syringes 3ml ll experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: the top of the plunger looks like the plastic has been melted off. Defect on syringe plunger.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that an unspecified number of 3ml bd plastipak¿ syringes luer-lok¿ tips experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: the top of the plunger looks like the plastic has been melted off. Defect on syringe plunger. D.1. Medical device brand name: 3ml bd plastipak¿ syringe luer-lok¿ tip. D.1. Common device name: piston syringe. D.2. Medical device manufacturer: becton dickinson medical systems. D.2. Medical device type: fmf. D.4. Medical device catalog #: 309658. D.4. Medical device lot #: 9008910. D.4. Medical device expiration date: 2023-12-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson medical systems. G.5. PMA/510(k)#: k980987. H.4. Device manufacture date: 2019-01-15.

Event description:
It was reported that an unspecified number of 3ml bd plastipak¿ syringes luer-lok¿ tips experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: the top of the plunger looks like the plastic has been melted off. Defect on syringe plunger.

Event description:
It was reported that an unspecified number of bd syringes 3ml ll experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: the top of the plunger looks like the plastic has been melted off. Defect on syringe plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-29. H.6. Investigation summary one 3ml syringe in a fully sealed blister pack from batch 9008910 (p/n 309658) was received and evaluated. It was observed the back rib of the stopper was jammed between the plunger rod and the barrel wall, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9008910 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9008910 is considered in compliance with our product specification requirements.